Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07oct2019. The manufacturer¿s international service technician confirmed the reported touchscreen failure. The manufacturer¿s international service technician replaced the touchscreen and it did not calibrate so I sent it back as defect on arrival (defoa).

Event description:
During corrective maintenance, the manufacturer¿s international service technician ordered a new touchscreen which wouldn't calibrate. There was no patient involvement.